Event description:
It was reported that the patient presented for a follow-up visit in the clinic. It was noted that the right atrial (ra) lead exhibited noise oversensing, which resulted in episodes of inappropriate mode switching. The ra lead was also noted to have insulation damage. The ra lead was capped and replaced on (B)(6) 2026. The patient was discharged following the procedure.